Manufacturer narrative:
(B)(4). Concomitant medical products: psn pk cmt fem rm sz 3 catalog # 42-5580-003-02 lot # 63806556, psn pk cmt tib rm sz c catalog # 42-5380-003-02 lot # 63707279, psn pk ve ply rm sz c 9mm catalog # 42-5282-003-09 lot # 63726846. (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the device fractured and the pieces of the device is retained by the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Inspection of the returned screw identified that some of the threads had broken off. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per package insert for instrument/provisional use, care and sterilization, instruments should not be subjected to high loads and/or impact as breakage can occur. Additionally, it states that any decision to remove a broken drill or drill fragment(s) is left to the surgeon¿s discretion and must take into account the associated risks. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.